Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00474. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Dyspareunia. Additional narrative: it was reported that the patient underwent a sling removal procedure due to erosion, dyspareunia and pain on (B)(6) 2010.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, cystocele, and rectocele. It was reported that following insertion patient experienced pain, erosion, recurrence, bleeding and dyspareunia. It was reported that patient underwent excision of vaginal mesh, kelly plication and cystoscopy on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent robotic assisted laparoscopic release of the mesh and lysis of adhesions on (B)(6) 2012. No additional information was provided.